Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was inserted via sheath into the pt's left femoral artery. According to the description of the event, there was poor augmentation of the balloon pressure waveform. The pt's heartbeat was 135. After 5 minutes of intra-aortic balloon pump (iabp) therapy, the rn perfusionist observed blood in the body of the catheter. The iab was removed and the leakage was identified at the proximal junction of the balloon membrane and the catheter body. The iab was replaced. Iabp therapy was delayed/ interrupted for 7 hours. X-rays were performed however they are not available for review. There was no reported pt death or injury. Medical/surgical intervention was not required. The pt outcome is listed as good. Add'l info received on (B)(4) 2012 by the sales rep stated, yes the lws was used. The sheath was inserted via the pt's left femoral artery. The iab and sheath were removed and 7 hours later another iab was inserted via the same insertion site; and left femoral artery. The pump was not sent to biomed.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.